Event description:
It was reported by the customer, on (B)(6) 2023, a peripherally cannulated central venous catheter was used during the operation, and the tail end of the puncture guidewire could not pass through the puncture needle, and the head nurse was immediately reported to seal the peripherally cannulated central venous catheter. It was replaced, and the operation was carried out normally. No other information was provided. (B)(6) 2024 - the guidewire returned for evaluation was found to be kinked at the proximal weld tip.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of unable to pass a guidewire through an introducer needle is confirmed, but the root cause could not be identified. One 4.5 fr microintroducer, one scalpel, one 20 ga IV catheter, one 21 ga introducer needle and one 0.018 in. Stainless steel guidewire in its plastic hoop was returned for evaluation. An initial visual observation showed no obvious use residues throughout the returned guidewire and introducer needle. The proximal tip of the guidewire appeared bent. A functional test of attempting to pass the complainant guidewire through the complainant introducer needle revealed the guidewire would not pass through the introducer needle at the proximal tip of the guidewire. A functional test of attempting to pass a non-complainant guidewire through the complainant introducer needle revealed the non-complainant guidewire passed through the needle without observed resistance. A microscopic observation revealed a guidewire kink at the proximal weld tip of the guidewire. Because a kink was observed along the guidewire, the complaint of difficulty advancing a guidewire through a needle is confirmed. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.